Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the pump was emitting unfamiliar sound after battery changes and unable to power-up. Patient reported that the yellow o-ring of the battery cap was barely visible suggesting that the cap was not tightening properly. Power issue was resolved when the old battery cap was replaced with a new battery cap. There was no reported adverse event associated with this complaint. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The battery cap has not been returned to animas. If the battery cap is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.